Event description:
It was reported that a pump alarmed for a system error 322 on multiple occasions. The device was in the customer's progressive care unit when the alarm was observed. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The system error 322 was confirmed through review of the device history log; however, could not be reproduced during the evaluation. The upper and lower aux assemblies are known contributors to system error 322 and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.